Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed. Reference: (B)(4).

Event description:
Siemens medical solutions USA, inc. Found an article titled: "intravascular us-guided portal vein access: improved procedural metrics during tips creation." In the article, it was reported that while using an acunav probe, a stent malposition occurred during deployment of a second stent. This may have contributed to a minor neck hematoma that resulted from an intervention to reposition the stent. Attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.